Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 162-163 mg/dl. The customer changed pump supplies and did not observe any issues with the supplies. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.